Manufacturer narrative:
UDI related data quality updates only: correction to the initial and supplemental MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-jan-2024. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31127564m and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using optrell mapping catheter with trueref technology and experienced a sinus arrest that required medical intervention. During superior vena cava (svc) isolation, the area around sinus was rubbed with the optrell mapping catheter with trueref technology, resulting in sinus arrest. Sinus recovered after administration of medication. The procedure was continued and completed. No abnormalities observed prior to or during use of the product. The physician¿s assessment of the health problem was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was when moving the optrell mapping catheter with trueref technology, the sinus was rubbed and the sinus arrested. Additional information was received on 29-nov-2023. Patient improved. Additional information was received on 19-dec-2023. Patient fully recovered. The patient did not require extended hospitalization.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).